Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: 2b)(6) 2010, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-mar-2012, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 581 mcg/day) via an implantable infusion pump. It was reported that the hcp was unable to remove a portion of the catheter between the abdomen and spine. The pump connector and portion within the spinal canal were successfully removed. The catheter was being removed due to an unrelated infection which was not due to the device or therapy. The hcp also reported that he had seen several catheters that had been implanted for a number of years where something had formed a small layer of "calcification" along the outside of the catheter. He was unsure if it was "a tissue reaction, medication dripping down the external surface of the catheter or perhaps a result of condensation forming along the exterior of the catheter." He reported that he believed this layer of calcification could make the catheters weaker, thus more easy to tear apart during removal and more difficult to remove without excessive tissue disruption. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. The hcp had no further information to provide about the reported catheter issues. No further complications were reported.